Event description:
The customer obtained a non-reproducible, (B)(6) vitros hbsag es quality control result (B)(6) for a known (B)(6) control fluid while using their vitros 3600 immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the event were to occur undetected with a patient sample. No patient results were known to have been affected. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, (B)(6) vitros hbsag es quality control result was obtained for a known (B)(6) quality control fluid. Patient samples were not known to have been affected. A definitive root cause for the event could not be determined. However, a control fluid issue cannot be ruled out as a contributing factor. There was no evidence to indicate that the vitros 3600 system or vitros hbsag es reagent did not operate as intended.